Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 406mg/dl at the time of the incident. The patient's current blood glucose was unknown. The customer reported that the blood glucose had been running high for two days and can¿t get them down. The customer reported that she had nausea related to their high blood glucose. The customer reported that they treated for high the blood glucose with pump and manual syringe. The customer reported they had contacted their health care professional regarding the high blood glucose. Based on the customer report, the customer did not allege pump was under delivering. The customer had a tubing clamp and was assisted with performing the high pressure test. High pressure test passed. The insulin pump will not be returned for analysis.